Event description:
As reported, the user tried to press button one of a 5f mynx control vascular closure device (vcd) but it didn't work. Hemostasis was achieved by manual compression. There was no reported patient injury. The user is mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity and severe presence of pvd / calcium in the vicinity of the puncture site. The device will be returned for evaluation.addendum: product evaluation revealed that the balloon of the mynx control vcd was ruptured.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b4, b5, g3, g6, h1, h2, h3, h6, and h11. Complaint conclusion: as reported, the user tried to press button one of a 5f mynx control vascular closure device (vcd), but it didn't work. Hemostasis was achieved by manual compression. There was no reported patient injury. The user is mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity and severe presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. One non-sterile 5f mynx control vascular closure device was returned for investigation. Visual inspection of the device showed that button 1 and button 2 were not depressed. The stopcock was found open, with a cordis mynx syringe attached to the unit. The sealant was present in its manufactured position and was fully covered by the sealant sleeves. Regarding the sealant sleeve condition, no abnormal conditions were observed. The catheter sheath introducer (csi) was not returned for this evaluation. The balloon was returned burst, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A simulated deployment test evaluation to ensure functionality was performed. The unit worked as intended, deploying the sealant and retracting the balloon as expected. After the tension indicator was aligned by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence. A high-magnification microscopic evaluation was executed to assess the balloon surface. During this analysis, a complete rupture of the balloon was observed. The exact cause of the balloon rupture could not be determined based on the available evidence; however, this finding is consistent with damage that may result from handling, procedural, or other non-manufacturing-related factors. The reported event of ¿button #1-frozen/locked¿ was not confirmed through analysis of the returned device since it passed functional analysis. However, an additional condition was noted in the returned device of ¿balloon-balloon loss of pressure¿ due to the balloon rupture found. The exact cause of the issue experienced and the observed condition could not be conclusively determined during product evaluation. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to frozen/locked button 1 issue experienced since it passed functional analysis. However, handling factors (such as incorrect alignment of the tension indicator prior to attempting depression) are possible. Additionally, access site vessel characteristics (access site had moderate tortuosity with severe presence of pvd/calcium within the vicinity) and/or concomitant device factors (which was not returned for analysis) may have contributed to the balloon rupture found since this type of damage to the balloon can occur when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). Also, if this balloon rupture occurred during device use, this could prevent proper tension application, which would result in the inability to depress button 1. However, as this condition was not reported by the customer, it is unknown if this received condition occurred due to manipulations after the procedure. Although not intended as a mitigation of risk, the information for safety within the instructions for use (IFU) is provided in the product¿s labeling with the intent to make the user aware of the risks. According to the mynx control IFU, ¿grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. While maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window.¿ the IFU also warns, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ also stated in the IFU, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram prior to using the mynx control vcd: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, the IFU instructs during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ furthermore, the IFU instructs users to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggests that the issue experienced and observed condition could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the user tried to press button one of a 5f mynx control vascular closure device (vcd) but it didn't work. There was no reported patient injury. The device will be returned for evaluation.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the user tried to press button one of a 5f mynx control vascular closure device (vcd) but it didn't work. Hemostasis was achieved by manual compression. There was no reported patient injury. The user is mynx certified. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was moderate vessel tortuosity and severe presence of pvd / calcium in the vicinity of the puncture site. The device will be returned for evaluation.